Event description:
It was reported that the surgeon¿s handheld device could not interrogate the patient¿s device during surgery on (B)(6) 2014. The wand battery was replaced, the cables were checked, and the handheld was fully charged. The surgeon also performed a hard reset due to an issue with the handheld screen and stated that the handheld device was malfunctioning.

Event description:
It was reported that the handheld was being returned for analysis. The handheld was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the handheld was completed on (B)(4) 2014. During the analysis, it was identified that the handheld would not power on. The cause for the anomaly is associated with a swollen main battery. The swollen battery bent the battery cover causing the battery latch switch to register that the latch was unlocked, thus preventing it from powering on. In addition to the main battery being swollen, it was also identified that the main battery would heat up while being charged and was unable to power the handheld long enough to perform interrogations and diagnostic tests. No further anomalies were identified. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.